Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - an increase in atrial pacing threshold was reported during a routine follow up. A lead dislodgement was confirmed under fluoroscopy by the physician. The implant date was not reported to us. No adverse patient side effects have been reported. The device was explanted.